Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that switching from the table to the graft mode, they lost an accurate display of the art blood flow. The device was not changed out. The case was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.